Event description:
It was reported by the customer "a 20g 8cm power glide product utilized for midline insertion in the patient's left basilic vein utilizing ultrasound for placement. The equipment was checked by the clinician prior to use. Access was obtained and a flash of blood was identified in the midline catheter; the wire was advanced followed by the catheter being advanced over the wire. Upon advancement of the catheter, resistance was appreciated with approximately 3cm still dislodged from the insertion site. Once the resistance was met, the entire device (catheter and wire) was attempted to be removed from the extremity. Resistance was again met, and the entire device was unable to successfully be removed. An x-ray and ultrasound was completed of the extremity confirming a retained foreign body. The patient required general anesthesia for the ir procedure to retrieve the retained portion of the catheter and guidewire. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.